Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went blank, then alarmed battery out limit, then went blank again. The display returned several minutes later but the keys were not responding properly, the act button in particular. The patient's blood glucose at the time of incident was 228 mg/dl. The customer did not know how the keypad anomaly occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch and a blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, blood glucose meter test or verify motor error alarm, motor position encoder error alarm, off no power alarm, battery out limit alarm, low battery alarm, button keypad anomaly, battery icons anomaly, excessive no delivery alarm due to blank display. The drive support was inspected and no anomaly was noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.